Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown ob-gyn procedure on (B)(6) 2019, and suture was used. During the procedure, the suture was broken after passing the needle through the dermis. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: it was received for analysis an empty winding former and needle-suture in two section of product code d10057. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected and the end suture was observed cut appears to be by use of a surgical instrument. Also, suture piece was examined, body fluids were observed and the end match with the needle suture piece. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Per the sample condition, the assignable cause suggests an improper handling of the sample . A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.